Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangio-pancreatography (ercp) procedure in 2008, (patient age and weight are unknown). According to the complainant, during the procedure, a "frayed" tip was observed at the very end of the device. The physician replaced the device and successfully completed the procedure with another autotome rx sphincterotome. No patient complications were reported as a result of this event. The patient's condition was reported as "stable".

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Device not returned.